Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisiod on infocfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : according to the information provided, it was reported that during anterior cruciate ligament reconstruction of right knee surgery ,the needle was broken off, removed all the pieces. Another device was used to complete the surgery. The device was received and evaluated. When performing the visual inspection, it could be observed that the device has the applier needle broken. The covering sleeve was removed to review the inside of the shaft, it was found that the implants and sutures are still inside the device. The trigger functionality was tested several times and it worked as intended. A manufacturing record evaluation was performed for the finished device 6l60700 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The possible root cause can be attributed to the handling of the device, the operator probably made a back and forth movement on the device leading to a broken needle. As per IFU 113244 rev d. Directions are provided to avoid damages to the needle. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an anterior cruciate ligament reconstruction of right knee procedure on (B)(6) 2021, it was observed that the needle was broken off. All pieces were removed. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.